Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03020 / 03021).

Event description:
It was reported that patient underwent a subtalar joint fusion procedure on (B)(6) 2015. During the procedure, the head of a cannulated screw fractured off as it was tightened down into the patient's bone. The screw was left in place as it was still serving its intended purpose. The thread of another cannulated screw displaced as it was implanted. The screw was removed and additional screws were utilized to complete the procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. This analysis showed that the 5.0x36mm cannulated screw fractured due to a combination of tensile and torsion. The root cause of this complaint is that the surgeon did not follow the surgical technique. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03020 / 03021).